Event description:
It was reported that during a primary tpa arterial infusion, it was observed that blood traveled into the IV line, above the pump (serial number unk) and into the IV bag. It was also reported that an unk alarm occurred. The device was replaced with another spectrum infusion pump (serial number unk), it was observed again that blood had traveled into the IV line and container. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Although there is no evidence of a device malfunction, it is possible the administration set had been loaded in the pump improperly (reversed) by the user. MFR report no 1314492-2012-00191 is related to the same event.